Manufacturer narrative:
It was reported that during an intracranial aneurysm embolization the doctor tried to detach the coil (cdf10072030/c28571) at least 7 times and it did not detach. He changed detachment cable (ecb000182-00/p10418) and it still did not detach. He changed the detachment box (dcb000005-500/f53020) and it still did not detach. The procedure was delayed for 15 minutes as a result of the event. The product was stored according to labeling instructions. Prior to attempt to detach, it was verified under fluoro that there was no stress against the microcatheter or delivery tube. The coil did not detach at all and was removed fully intact. The product will be returned for analysis. There were no damages noted on the coil. There was no clinically significant delay in the procedure due to the event. A pre-deployment electrical check was performed. The low battery light and fault light were not seen during the case. The green system ready light illuminated. During the detachment cycle, the detachment light did not illuminate. The audible signal did not beep. All connections appeared to fit properly without application of excessive force. An echelon microcatheter (1905091150/a075726) was used for the procedure. There was no resistance during deployment of the coil system through the microcatheter. The same microcatheter was used to complete the procedure. Torquing of the dpu was not required during positioning of the coil in the aneurysm. (B)(4): the device positioning unit (dpu) passed electrical testing with resistance at 51.5 ohms (range 48.5/56.0) and the enpower systems ready green light illuminated. The detachment fiber is intact and did not receive heat and melt. The coil detached on the first detachment cycle. The detachment light illuminated and audible beeps were heard. Post-detachment inspection found that the enpower systems ready green light was still illuminating and that resistance passed at 51.6 ohms. Post-detachment inspection found that the detachment fiber received heat and melted as designed. No manufacturing defects were found. Laboratory testing could not duplicate the field complaint as the coil detached on the first detachment cycle, therefore the root cause of the coils non-detachment cannot be determined. In addition, without the return of the complete detachment system and the unspecified echelon microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. Additional unreported damage not complaint related: the core wire was returned bent at the distal tip of the strain relief. The transition section at the proximal end of the strain relief was compressed and buckled. The proximal section of the coil was stretched. Except for a kinked area the distal section of the coil is undamaged. The exact circumstances of how and when most of this unreported damage occurred cannot be determined. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely damaged with the damaged edges raised above the surface plane. The locking mechanism has compression and stretching damage. No manufacturing defects were found. The most likely contributing factor to the above damage may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which produced a portion of the coil damage and buckled the distal section of the dpu. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the return of the unspecified echelon microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the unreported damage found. Based on the information and the analysis, the event could not be confirmed, however procedural factors may have contributed to the event. Additionally, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is an initial/final report. (B)(4). Concomitant medical products and therapy dates: 1 dcb (details unknown), 1 cable (details unknown), cable (ecb000182-00/p10418), dcb (dcb000005-500/f53020), echelon microcatheter (1905091150/a075726).

Event description:
It was reported that during an intracranial aneurysm embolization the doctor tried to detach the coil (cdf10072030/c28571) at least 7 times and it did not detach. He changed detachment cable (ecb000182-00/p10418) and it still did not detach. He changed the detachment box (dcb000005-500/f53020) and it still did not detach. The procedure was delayed for 15 minutes as a result of the event. The product was stored according to labeling instructions. Prior to attempt to detach, it was verified under fluoro that there was no stress against the microcatheter or delivery tube. The coil did not detach at all and was removed fully intact. The product will be returned for analysis. There were no damages noted on the coil. There was no clinically significant delay in the procedure due to the event. A pre-deployment electrical check was performed. The low battery light and fault light were not seen during the case. The green system ready light illuminated. During the detachment cycle, the detachment light did not illuminate. The audible signal did not beep. All connections appeared to fit properly without application of excessive force. An echelon microcatheter (1905091150/a075726) was used for the procedure. There was no resistance during deployment of the coil system through the microcatheter. The same microcatheter was used to complete the procedure. Torqueing of the dpu was not required during positioning of the coil in the aneurysm.